Event description:
It was reported that the zimmer dermatome had been used to harvest a stsg (split thickness skin graft) on a 73 year old male for coverage of an ankle wound. The surgeon had harvested one donor site without issue. The second planned harvest resulted in a deep tissue injury through the subcutaneous fascia and muscle layers of the patient's right posterior flank/thigh area. The patient was reported to have experienced increased blood loss, and received a transfusion of one unit of blood.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.